Event description:
Additional information has been received that the iol was in good position at intended axis but still experienced residual refractive error. The patient was unable to work and couldn¿t drive. The lens was rotated to reposition toric and reduced cylinder axis on 10-jul-2024. The lens was exchanged with monofocal lens along with yag (yttrium aluminum garnett). There was no patient impact and symptoms were resolved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision distance and near. The iol was exchanged with monofocal lens 2 months following the initial procedure. Clinical reason for explant was mentioned as patient dissatisfaction.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).